Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount of ciprofloxacin. The medication was programmed as a secondary infusion with a volume to be infused of 200 ml, set to deliver over an hour at a delivery rate of 200 ml/hr. The registered nurse stated that after an hour there was still almost half of the solution left in the bag. The entire infusion should have been delivered in one hour; however the infusion took 2 hours. It was also reported there was no patient injury.